Manufacturer narrative:
MFR's report date: 04/06/2011. (B)(4). No product will be returned per customer. The customer complaint of hole in tubing could not be confirmed because the product was not returned for failure investigation.

Event description:
Materials manager reported a hole in tubing. Packaging retained with lot# provided. No pt harm reported. Although requested, no additional clinical details will be provided.